Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 there was reportedly a lot of blood from the peg-j stoma and patient was hospitalized. A gastroscopy revealed no clear bleeding observed in the stomach, but bleeding could be seen between the skin and the internal retention plate. A CT showed intraperitoneal hematoma and blood in the stomach: at the injection site, the intraperitoneal hematoma is anterior to the stomach, measuring about 3 cm in diameter. The stomach contains a considerable amount of heterogeneous high-density content which is probably blood, but no extravasation of the contrast is shown and no active bleeding is shown. Free fluid or free air is not detected elsewhere in the abdomen. The bleeding stopped on its own. The treatment with duodopa was continued. Patient was discharged (B)(6) 2021.

Manufacturer narrative:
Reference record (B)(4). Correction: b5, e1, e2, e3 and g2.

Event description:
On (B)(6) 2021 a patient in iceland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube.